Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via phone call regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported there was a loss or change in therapy and was disappointed with the device. The patient felt burning at the implant site and hurt/pressure in the vagina since implant ((B)(6) 2015). The symptoms have not gotten any better since implant, was having 8-12 incontinence issues per day. Some time in 2015 the patient had settings changed by a manufacturer representative (rep) and it helped for a little bit but it came back. Patient was to follow-up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.